Manufacturer narrative:
Updated: d9, h3, h4, h6, h11 this report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, a definitive root cause of the observed black casing/sheath detachment at the device insertion section could not be determined, however, the issue was likely the result of repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the black casing around the distal end of the cysto-nephro videoscope was falling apart. There was no patient involvement, and no harm was reported as a result of the event.